Event description:
The device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a pt of unk age or origin. The pt was taking an unspecified medication for treatment of an unk indication. On (B)(6) 2009, the humapen memoir (lot 0802c02) was reported to have strips showing on the display. This humapen memoir is associated with pc number (B)(4). Refer to results/conclusions section. The operator of the device was unk and it was unk if the operator of the device was a trained user. It was unk how long the pt had used the device. The device was returned to the company on (B)(6) 2009. Therefore, this particular device was not continued. Update (B)(6) 2009; additional info received (B)(6) 2009; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected follow up date on EU/ca device button, changed improper use from no to yes and added "refer to results/conclusions section" to narrative.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This report includes final eval findings. No additional info is expected. Eval summary: a pharmacy on behalf of a customer returned an actual complaint device ((B)(4) manufactured february 2008) to the manufacturer for investigation. The customer reported that the dose numbers displayed as strips. The manufacturer confirmed the user's observation and in addition, the reset mode did not work properly. The investigation found evidence of liquid ingress throughout the internal device body, which is the probable cause for these malfunctions. Users are typically aware of these malfunctions. The directions for use prohibit continued use. Malfunction confirmed. There is evidence of improper use or storage. The source of the contamination could not be determined nor the identity of the contamination. However, it was concluded that the pen was exposed to liquid while in the field. The user manual states in the "care, storage and disposal" section: "keep the pen and case away from water, moisture or wet surfaces as pen and case are not watertight." Therefore, it was concluded that improper use or storage has likely caused the electronic malfunctions.